Event description:
During coil embolization within the gastro duodenal artery, difficulty was experienced inserting the coil into the microcatheter (terumo mc); the coil got stuck in the mc. The physician couldn't withdraw the coil from the mc. Eventually, he used the same size coil and completed the procedure successfully. There were no reported patient complications. It was reported that the system was sent to terumo.